Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion, one opening curved on the radius, and white particles in the shell. Leak test and microscopic analysis was performed which identified: one opening crease smooth on the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is one crease smooth opening on the radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Patient reported left side deflation. Device has been explanted.